Event description:
Consumer complaint of high blood results. Back to back test results were 277mg/dl, 226mg/dl but caller's results with another meter are between 90 and 100mg/dl. Back to back blood tests while caller was on the phone were 209, 193mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).